Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information is received from the patient mentioning that the change in device programming lead to the issue and also had issue with battery charger and that they got another one. They also mentioned that they haven't been able to go to their clinic because of other health issues and that they plan to go to adjustment as soon as they are able to. Patient also mentioned their weight as 185lbs and they lost weight and now 172.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient mentioned they were reprogrammed by a manufacturer representative (rep) recently and were put on one program during the day and one at night. The patient said when they went to bed, it seemed like the stimulation during the night was too strong, and a lot of times bothered their stomach and made their legs tingle. The patient said they'd had a lot of issues over the years with their stomach. The agent asked the event date, and the patient said they'd had a lot over the years anyway, and sometimes if stimulation was "too strong" they would turn it down so they could sleep.